Event description:
Litigation papers allege: severe pain and discomfort in her groin, thighs, buttocks, back and hip joints, inability to walk without pain and discomfort, popping and clicking sensation in her hip joint, infection and inflammation of bone surrounding the implants, metallosis, formation of pseudotumors and alval, lack of mobility, chromium and cobalt metal toxicity and other complications. Patient was recommended to undergo revision surgery to remove and replaced with another prosthesis, however age and health conditions may prevent her from undergoing any further surgical procedures. Update: 5/25/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot) and doi information for the right side. I changed the asr hip to a cup and added the head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.